Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in...

Event description:
It was reported that patient underwent a tibial plating procedure (orif) on (B)(6) 2013 to address a tibial fracture that occurred as a result of an auto accident. Subsequently, a procedure took place on (B)(6) 2013 to implant putty due to non-union of the tibial bone. A second revision procedure was performed on (B)(6) 2013 due to fracture of the tibial plate. The tibial plate was removed and replaced with competitor product.